Event description:
This report is being filed because the clip delivery system (cds) was returned with the frictional elements not present in the clip, which has the potential to cause or contribute to patient injury if a piece of the element is left behind in the patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. During preparation of the clip delivery system (cds) before use, the clip became stuck in the clip introducer and could not be advanced or removed. An attempt was made to open the clip as only one arm was stuck; however, the clip failed to open. Troubleshooting steps were performed; however, the clip still failed to open, thus the cds was not used. A new cds was used to complete the procedure successfully, reducing mr to 1, with no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided. The cds was returned with the frictional elements not present in the clip and the clip introducer torn.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis; however, the frictional elements were not present in the clip and the clip introducer was torn. The reported clip unable to open and difficult to remove from the clip introducer were confirmed. The reported difficult to insert the clip introducer into the clip could not be replicated; however, as the system was returned with the clip still caught in the clip introducer, no further testing is required. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the electronic complaint handling database revealed no other incidents reported for this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.